Manufacturer narrative:
All buttons function properly; however, moisture damagew as found on the keypad traces. No button error alarm, ramping numbers on their own anomaly, or scrolling bar moving anomaly were noted during testing. A battery was inserted several times and the operating currents were within the specification. No unexpected low battery, battery out limit, or off no power alarms occurred during testing. The pump was also received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error and she can't clear it. The patient's blood glucose at the time of incident was 188 mg/dl. The button error alarm occurred while the patient was trying to bolus. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. She had removed the battery to clear the alarm but when she put it back she received a battery out limit alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.